Event description:
During an atrial fibrillation ablation procedure, a blood leak was noted from the sheath during the femoral vein puncture. The sheath was replaced with the same model device to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath, dilator and guidewire were received for evaluation. There were multiple bends throughout the sheath and guidewire. No other visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.